Event description:
Corrected information: was: the procedure was completed with another trapezoid rx lithotripter compatible basket device. Should be: the account was able to repair the thumbring and complete the procedure using the same trapezoid rx lithotripter compatible basket device. Additional information: no issues were encountered when the device was removed from the patient.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the thumb ring of the handle detached when lithotripsy was performed. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the thumbring had broken apart from the handle body. Weld marks on the distal end of the thumbring and inside the handle body indicated that the handle had been welded together. The working length of the device was found to be bent. The distal end of the clear sheath was found to be pushed back for a length of 0.2 centimeters. The distal end of the sidecar was found to be deformed. A functional evaluation found that the basket of the device could be actuated without issue, but two of the basket wires were found to be crossed together. The condition of the returned incident device was consistent with the complaint; thumbring detachment. Weld marks on both mating parts of the handle indicated that the device was assembled correctly. The thumbring likely detached due to an increased load applied to the component during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)